Event description:
It was reported that after an unknown procedure, anastomosis got incomplete on the second day; reoperation. Additional information: leakage testing o.k.; without tension, pat. The tissue was without complication; after re-op the patient is fine. No further information is available. One device discarded.

Manufacturer narrative:
(B)(4): the doctor stated the product worked fine during the operation. The surgeon is aware that anastomosis can open after surgery without any reason and he did not provide additional information. The surgeon confirmed that the surgery was normal, nothing special noted, otherwise he would not have closed the operation site. No additional information is available. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.